Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported resistance was not confirmed because the guide catheter was not returned. The stent dislodgment was confirmed. It may be possible that the introducer sheath was kinked or damaged causing the difficulty advancing through the sheath and the stent dislodgment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the iliac artery. A 7fr sheath was used for the procedure. The 8 x 59 mm otw omnilink elite 35 stent delivery system (sds) would not track through the introducer sheath and it was observed that stent dislodged from the balloon inside the sheath. The sds was able to be retracted from the sheath along with the stent implant without issue. The patient was then treated with a 7 x 59 mm omnilink stent. The patient is fine. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.